Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37603, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator.

Event description:
A healthcare provider (hcp) reported that the patient was experiencing pocket paresthesia and burning as of about six months prior to date notified. The ins pertaining to this event was "done" due to eri and replaced on (B)(6) 2016. The patient's indication for implant is parkinson's dual and movement disorders. See related regulatory report 3004209178-2016-22438.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.